Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Surgeon revised a cup/liner/head and screws to a tritanium multi-hole cup, 40 liner and 40 ceramic head/sleeve. This was due to groin pain the patient was experiencing, he felt the cup may have been loose.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: there is a primary arthroplasty report from 2014 that documents a straightforward procedure of implantation without issues or complications. No other clinical information is available other than the surgeons suspicion of cup loosening. It remains therefore not quite certain that cup loosening was the actual problem despite the fact of cup revision. Once a surgeon starts to ¿test¿ devices for potential loosening you are already interfering with adequate component position and then a complete revision is only one small step further but does not prove the problem. Device history review: review indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: no x-rays are available for verification, no explants or otherwise and as such the cause of suspected loosening cannot be evaluated. Groin pain is typical for cup problems but not exclusively loosening. Many other pathologies may cause similar symptoms such as for instance iliopsoas impingement due to cup malposition. Procedure-related matters can therefore not be excluded with certainty. X-rays or results of other investigations at time of revision are required to further detail this case. With the current info this case cannot be solved unfortunately. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon revised a cup/liner/head and screws to a tritanium multi-hole cup, 40 liner and 40 ceramic head/sleeve. Tthis was due to groin pain the patient was experiencing, he felt the cup may have been loose.